Event description:
This is a summary report for one (1) malfunction event(s). A review of the event involved the abutment fractured. The report was received with no patient adverse event(s) being reported. No information regarding patient demographics were provided.